Event description:
A patient reported blood results of 124 mg/dl, 162 mg/dl, 207 mg/dl, 147 mg/dl, 208 mg/dl, and 113 mg/dl with a lifescan meter, performed withnin 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.